Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/17/2016 to report that they experienced a skin reaction on (B)(6) 2016. The reaction was described as itchy, red, circular and in the shape of the sensor pod. Patient's skin was raw and scabbed. Reaction was located directly underneath the adhesive patch. On (B)(6) 2016, patient's doctor informed the patient that he believed the patient was allergic to the glue used on the sensor adhesive patch. The patient was not prescribed any medication or given treatment. The patient stopped using the continuous glucose monitoring (cgm) system. Affected area was treated with over-the-counter vitamin e. No additional event or patient information was provided.